Event description:
The pt had successful elimination of pulmonary vein potentials in the left superior and inferior and right superior pulmonary veins using the blazer rpm, the 31mm constellation catheter and the convoy sheath. When the transeptal sheaths were pulled back into the right atrium to map the superior vena cava. It was noted that the pt's blood pressure was trending downward and that the sinus heart rate was increasing. Corrective action was taken. An echo was obtained and there was blood found in the pericardial space. The pt was transported to the or where a perforation was found in the left atrial appendage. The perforation was repaired and the pt had no further incident. Pt is currently doing well.